Manufacturer narrative:
Reportable malfunction with inomax dsir plus ds20100906 was documented and investigated under (B)(4).. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
During a routine service log review for a device located in the united states, a mallinckrodt employee discovered that a delivery failure alarm had occurred due to a over-delivery of nitric oxide for 12 consecutive seconds. This service log finding meets the criteria of a reportable malfunction. There was no reported complaint for a delivery failure.